Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care (apoc) was contacted by a customer regarding I-stat bnp cartridges that yielded a suspected discrepant troponin result on a (B)(6) female patient with chf, copd, chronic kidney disease. There was no additional patient information at the time of this report. Return product is not available. Method: I-stat, date: (B)(6) 2018, result: 1116; lab, (B)(6) 2018, 406. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 11/08/2018. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ac (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for bnp cartridge lot d18143a.